Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 200-400 mg/dl). Correction boluses and insulin injections were used to address bg. Customer alleged pump was not delivering insulin properly as bg did not lower via pump bolus; however, did lower with insulin injections. Pump system check was performed with tandem technical support. Pump was functioning as intended. Customer maintained there was a pump issue. Customer continued to use pump for insulin therapy and insulin injections were available if needed.